Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that incoming inspection member found debris in the sterile package.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI #: (B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the inner pouch confirms there is an unknown hair-like piece of debris found within the sealed pouch. The ftir spectrum analysis of the debris concluded it is a biological material and the physical appearance resemble hair. Device history record was reviewed and no discrepancies were found. The work instruction provides adequate detail instructing the operator to look for any contamination. The root cause of the reported event is the operator not following instructions during the manufacturing process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.